Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date for contour meter, serial # (B)(4) as 11-jun-2004. The correct device manufacture date is 14-jul-2008. Section h4 has been updated.

Manufacturer narrative:
The customer returned the suspected contour meter and contour test strips for evaluation. The returned meter switched on as expected and was designed to have the unit of measurement that could be altered in the meter settings. When the meter was returned, the unit of measurement was set to mmol/l. During the investigation, the unit of measurement was corrected to mg/dl. The customer service mode did not show any anomalies. Three control tests were run to verify the meter functionality using the returned meter, test strips, and in-house contour control solution, which gave a satisfactory performance. The meter was functioning as expected.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer alleged to have purchased a contour meter in the us and found that the meter was reading in mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.